Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the infusion set's tubing came off the set before she could use. Reportedly, the infusions were kept in the bedroom. There was no stress or pull on the tubing. No further information available.